Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 interrogation of the pump history revealed low speed operation and low flow events. The log file recorded drops in speed as low as 3,000 rpm's, elevated power values, and elevated pi values. This trend occurred for two nights while the pt was connected to the pt cable. No pump stoppages were noted. X-ray images showed some thinning near the end of the distal bend relief. The customer stated that there is an area near the distal end of the driveline that is taped. Customer stated that the pt observed an alarm while rolling over in bed. On (B)(6) 2014, the MFR's technical services rep found a broken/fractured yellow wire while using a phase interrupter. A percutaneous lead repair was performed and the pt was placed back on a grounded cable. The phase interrupter showed no broken wire after repair. The pt was discharged to home on (B)(6) 2014.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval. The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.